Manufacturer narrative:
This complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow up report will be filed once the results have been completed.

Event description:
Customer reported that the clear balloon portion of the 18 french foley catheter, 87-605189, from a laparoscopy dilation and curettage pack, sma11lsjh3, came apart from the catheter and was found in the patient¿s bladder. The piece was found when a routine cystoscopy was done at the end of the procedure. The intact piece was removed. The patient is doing fine with no problems.

Manufacturer narrative:
Photos of the affected sample were provided for review and show that the balloon broke from the catheter. One used sample was also received for evaluation. Visual evaluation was performed, and it was determined that the balloon had broken, however when the sample was received at the manufacturing site the balloon piece was not received just the catheter. Based on the information provided the most probable root cause could be related to damage of the bushings used in the molding process which then may cause imperfections and results in a burst balloon condition. The following actions have been implemented by the manufacturing site; replacement of the damaged bushings as well all involved personnel were alerted of the issue reported. We will continue to monitor trends for this product.